Event description:
It was reported in a service report that the power supply for this bed was burnt. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
The product has been evaluated by the distributor.